Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A review of the device log showed six (6) instances of audio correlation failures resulting in speaker fault. This would have resulted in a watchdog alarm that prevents further functionality of the device until the device was manually power cycled, this should have not have forced an automated shutdown of the device. Initial reporter zip code exceeded maximum allowable digits, (B)(6). A service history record review reveals that this unit was in the field for over eleven (11) months with no previous reported issues prior to this reported event., corrected data:

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the device automatically switches off after every 4 hours even on ac supply. No patient impact or consequences were reported.